Manufacturer narrative:
The field event of premature battery depletion was confirmed by analysis. Analysis of the device revealed the device was below the end of life when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery was depleted prematurely. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomalies were detected. No high current drain sources were found throughout bench and stress testing. The battery was analyzed by its manufacturer and no anomalies were found. The cause of the premature depletion is undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator exhibiting premature battery depletion. Device interrogation revealed two significant drops n battery voltage, although there was no history of defibrillation therapy. There were no interventions reported. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable and asymptomatic.